Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing. It was observed during an evaluation of the electronic patient record and the device download that the device did experience an unexpected loss of power. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power. A clinical review was performed and determined that the reported loss of power did not contribute to the death of the patient.

Event description:
The customer reported that during a resuscitation attempt on an individual who had hung himself in his cell at a local correctional facility, their device had lost power. The customer indicated that they connected the patient with the defibrillation therapy electrodes and while the device started analyzing the patient's rhythm, the device lost power. The customer powered the device back on to attempt the analyze process again and the device exhibited a second loss of power issue. Following the two power losses, the device was powered back on and performed a successful ECG analysis and recommended no defibrillation shock. The paramedics on scene recognized the patient's rhythm as asystole and discontinued resuscitation efforts. The patient did not survive the event.